Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported a couple of months ago when they laid down they heard a pop and thought a lead came loose, and nothing worked after. As of (B)(6) the device hadn't been recharged in a couple of weeks and they had been without stimulation for a couple of weeks as well. Currently the consumer was experiencing irritation in their back and anytime they sat or walked the lead hurt their back so they went to get lidocaine injections in their back, but nothing was helping the irritating.

Event description:
Additional information received from the consumer reported the recharger wasn't connecting with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.